Event description:
On (B)(6) 2011, it was reported that rotaflow centrifugal pump (rf-32) is damaged inside on the moving part. Reference: (B)(4).

Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). The rotaflow centrifugal pump was returned to maquet for evaluation. The internal investigation identified a thin burr, approximately 3 mm in length, at the under part of the rotor. Reference: (B)(4).